Event description:
It was reported that the patient experienced an event of low blood glucose that was treated by suspending the insulin delivery and eating something on (b)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 8021545.